Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant was removed due to bone loss and infection. Patient will return for an additional appointment.

Manufacturer narrative:
A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Sections updated: b4: date of this report. D6: device explant date. D9: device availability and product return date. G3: date additional information was received. G6: type of report and follow up number. H2: follow up type. H6: adverse event problem codes. H10: manufacturer's narrative h3 other text : summary investigation.

Event description:
There is no update to the original complaint description provided